Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed therapy turned off for a dependent patient. The lower rate limit was under the programmed value. It was determined the ICD was oversensing noise from ablation. Discussed various device features but no changes were made according to the field representative. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.